Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144900.

Event description:
It was reported that one of the patient's lead migrated causing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Event description:
Additional information indicates that the lead did not migrate but was moved during an unrelated procedure. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. H6 correction: medical device problem code should be 1670 - use of device problem rather than 4003 - migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.